Event description:
Reporter said heartmate device was recommended for her husband for congestive heart failure which was implanted on (B)(6) 2012. This was defective. Post implant the patient(husband) had continuous gastrointestinal bleeding for three years,which required weekly blood transfusion. On top of that in (B)(6) 2013 he suffered a stroke. On (B)(6) 2015 he was hospitalized due to infection at the site of the implant. The infection led to sepsis and he passed away on (B)(6) 2015.